Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/11/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the keypad cover was removed and there was contamination found under all contacts. The keypad cover was intact and all the keypad buttons responded intermittently. Unrelated to the original complaint, the battery compartment was observed to be cracked. It was also observed that the battery cap was damaged and did not fit the battery compartment properly. When the pump was powered on, the display appeared to be dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.